Event description:
Procedure: roux-en-y. According to the reporter: the stapler appeared to function correctly but on removal, some staples were not secure and the tissue bled requiring the surgeon to oversew. Surgery time was extended beyond 30 mins.